Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many stratafix devices were used on the patient that had to have the suture removed and replaced? 1 sxpp1a400. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure age 55, gender female, 1,50 cm , 21 bmi. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Isterectomy for uterus cancer. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Abdominal fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. Please describe the medical/surgical intervention required for this suture event including dates and results. Stratafix suture was removed interrupting suture and removing each piece of suture in adverse direction of barbs. The suture was replaced with vicryl usp1 as usual. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No deficiency or anomaly of suture exception of inflammatory disease. Can you describe the appearance of the stratafix suture during second procedure? The suture was correctly implanted. What symptoms did the patient experience following the index surgical procedure? Onset date? Seroma, pain, problems of wound healing. How was the seroma managed? Please include dates and results. Topic wound dressing. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician attributes the etiology of inflammation to the new suture stratafix what is the patient's current status? Good. Lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. Not available.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and barbed suture was used on the abdominal fascia. The patient developed serious inflammation of the abdominal fascia/ unexpected fasciitis. The patient also experienced pain and seroma. The patient was readmitted and reoperated on to remove the barbed suture and was sutured with conventional sutures. The patient needed additional medication and cares for one month and additional stay of length due to wound complications. The barbed suture was removed because the physician opines that the suture was the cause of inflammation of fascia. Physician reports that the patient began to heal as soon as the barbed sutures was removed. Additional information was requested.